Event description:
A technician reports that a surgeon had three patients with unexpected postoperative refractions following intraocular lens (iol) implant surgery. Additional information has been requested. This is two of three medical device reports associated with these events.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 06/02/2008 and 06/06/2008 by mail, fax and phone. Patient records were received. A completed questionnaire has not been received.